Manufacturer narrative:
Conclusion: the most probable root cause of this event is in the equipment category, mechanical failure. The dosing hopper and the forming platen issues were most probably present during the manufacture time of the wrap in this event. The combination of these two findings would have caused the extraneous chemistry to fall onto the dosing belt and the recycle belt could not clear it all. Batch j36848 remains in released status.

Event description:
Event verbatim [preferred term] one heat wrap of a 4ct pack had damaged heat cells where the content leaked [device leakage]. Case narrative:this is a spontaneous report from a non-contactable consumer or other non healthcare professional received via citi investigation results. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip), device lot number j36848, expiration date apr2017, from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated one heat wrap of a 4ct pack had damaged heat cells where the content leaked on an unspecified date. The action taken with thermacare heatwrap was unknown. The outcome of the event was unknown. Product investigation summary was as follows: conclusion: the most probable root cause of this event is in the equipment category, mechanical failure. The dosing hopper and the forming platen issues were most probably present during the manufacture time of the wrap in this event. The combination of these two findings would have caused the extraneous chemistry to fall onto the dosing belt and the recycle belt could not clear it all. Batch j36848 remains in released status. No follow-up attempts are possible. No further information is expected. Follow-up (16dec2019): this follow-up report is being submitted as a final reportable MDR., comment: based on the available information, the patient reported "one heat wrap of a 4ct pack had damaged heat cells where the content leaked" (device leakage). No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The most probable root cause of this event is in the equipment category, mechanical failure. Batch j36848 remains in released status.

Manufacturer narrative:
Conclusion: the most probable root cause of this event is in the equipment category, mechanical failure. The dosing hopper and the forming platen issues were most probably present during the manufacture time of the wrap in this event. The combination of these two findings would have caused the extraneous chemistry to fall onto the dosing belt and the recycle belt could not clear it all. Batch j36848 remains in released status.

Event description:
One heat wrap of a 4ct pack had damaged heat cells where the content leaked [device leakage]. Case narrative: this is a spontaneous report from a non-contactable consumer or other non healthcare professional received via citi investigation results. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip), device lot number j36848, expiration date apr2017, from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated one heat wrap of a 4ct pack had damaged heat cells where the content leaked on an unspecified date. The action taken with thermacare heatwrap was unknown. The outcome of the event was unknown. Product investigation summary was as follows: conclusion: the most probable root cause of this event is in the equipment category, mechanical failure. The dosing hopper and the forming platen issues were most probably present during the manufacture time of the wrap in this event. The combination of these two findings would have caused the extraneous chemistry to fall onto the dosing belt and the recycle belt could not clear it all. Batch j36848 remains in released status. No follow-up attempts are possible. No further information is expected. Company clinical evaluation comment: based on the available information, the patient reported one heat wrap of a 4ct pack had damaged heat cells where the content leaked. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. No further investigations or actions is suggested at this time., comment: based on the available information, the patient reported one heat wrap of a 4ct pack had damaged heat cells where the content leaked. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. No further investigations or actions is suggested at this time.